Manufacturer narrative:
Device passed displacement, active current measurement and self tests; it failed sleep current measurement tests. The power management tool confirmed pump error 25 due to j6 connector resistance issue.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power error detected alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that power error detected recurred within a week of troubleshooting previous occurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.